Event description:
It was reported by service report that the brakes had force deficiency, and foot-end cam bolts were backing out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bolts loosening from brake cams.